Manufacturer narrative:
The root cause is the broadcast enable that was not set.

Event description:
In several operating rooms the displays disappeared from the management software console and in some cases the image on the display dropped. This happened over a period of several days. The problems were solved but reappeared a few days later. After 2 factory resets the room works fine again without losing the displays. In some cases this happened during surgery according to the complaint. No harm was reported.

Manufacturer narrative:
On 21-jan-2022, there was an event with barco's mna-240 device in a hospital in switzerland, whereby the patient experienced harm because of being transported to another operating room. Barco has reported this event in report no. 3004578804-2022-00001 (MDR report key (B)(4). Since then, in line with the guidance document 'medical device reporting for manufacturers' from november 2016, barco has considered the likelihood of harm from similar incidents with similar devices to be 'likely' regardless of if the incident actually led to harm or not. However, since the incident from 2022 barco has not received any similar complaints with actual harm anymore. Therefore, also conform the same guidance document, barco no longer considers similar incidents to be likely to lead to death or serious harm. Any recurrence of a serious injury or death for the same malfunction in the future will trigger the resumption of mandatory reporting again.